Event description:
It was reported that the 6800 system will not boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reseated all boards (pcbs) and communication cable connections. During the investigation also identified a frayed power cord. Power cord repaired. Customer advised that at some point in the future they may have to change the cpu to an upgraded version. The system was tested and found to be working as intended and placed back into service.